Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscopic inspection identified that the fiber tip appears to be in good condition. The fiber passed the connector and saline functional tests. However, the hene (helium-neon) test found a fiber body break at 10 inches from connector; between the input connector and the control knob. The instructions for use states: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. It is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break. The reported allegation of the fiber not being recognized could not be confirmed. However, it is likely that the observed fiber body break contributed to the event.

Event description:
It was initially reported that during a photoselective vaporization of the prostate procedure, the fiber was not recognized by the console after a few minutes. The procedure was completed using another fiber. There were no patient complications reported. However, laboratory analysis of the returned fiber identified that there was a fiber body break between input connector and control knob.